Event description:
Customer was querying why the rv output is 4.25v@ 0.4ms when the measured threshold is 1.25v@ 0.4ms? Tech services explained the mode of operation of rv capture management and that this is normal device function due to high variation in rv capture management data. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).